Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
The patient was currently receiving baclofen and morphine via their implanted pump. The concentration of baclofen was currently 1500 mcg/ml and the dose rate was 250 mcg/day. The concentration of morphine was currently 1 mg/ml and the dose rate was .1667 mg/day. The type/manufacturer of baclofen and drug lot number was unknown. Regarding the pump, the indication for use was non-malignant pain; spine/back. The patient¿s pump was implanted on (B)(6) 2013. The patient started hearing their pump alarm last night on (B)(6) 2015. The patient missed a scheduled refill. It was noted that due to a miscommunication, the patient was due for refill and the physician¿s office was closed this week. Symptoms included severe headache and the onset was sudden; date of event was (B)(6) 2015. The reporter was considering asking their healthcare provider (hcp) questions about how to manage the severe headache that was occurring today ((B)(6) 2015). The low reservoir alarm volume was set to 3 ml; flow rate of the pump was .1666 ml/day. Based on calculations it was being considered that for the pump to be at 1 ml he would have roughly 12 days; calculations could not be confirmed at time of report. Additional information requested included the following: clarification regarding cause / circumstances that led to the pump alarm and severe headache on (B)(6) 2015, intervention/action taken to resolve the issue, and event outcome. Additional information will be provided in a supplemental report as it becomes available.